Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the delay in the procedure is determined to be due to the needle breaking and falling out into the patient's body. Since the device was not returned for an evaluation, the exact cause of the reported event could not be determined. However, it is likely that the needle tube was broken by the following mechanism: a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injuries such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ this supplemental report includes a correction to d4 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report # 2429304-2023-00102.

Event description:
The customer reported to olympus that the tip of the sheath from the single use aspiration needle na-u401sx broke off inside the patient and fell into the lungs during an endobronchial ultrasound. The broken piece was retrieved from the patient using biopsy forceps, causing a 5¿6-minute delay, and the procedure was completed without opening another needle. There were no complications, and the patient is currently fine. The doctor also reportedly mentioned that this has happened before wherein the tip of the needle sheath fell into a patient's lungs and was retrieved but could not provide any more details about it. This event is being reported under the following patient identifiers: (B)(6)- this reports the recent incident that occurred on (B)(6) 2023. (B)(6)- this reports the prior incident with an unknown event date. This medwatch report is for patient identifier (B)(6).